Event description:
The user facility reported that during two therapeutic laparoscopic cholecystectomies, the image faded to black. The procedure were reportedly completed with a similar, but different device that was readily available. The user facility reported no patient injuries and no significant delays in the procedures.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation confirmed the user's report of intermittent image loss, and intermittent flickering and static was also observed. The device was found to be leaking at the video cable tube due to a large cut. Severe buckles were also noted to be present below the light guide and insertion tube boots. Fluid invasion and corrosion were found inside the light guide prong connector and the video connector. The flexible printed circuit board was also found to be corroded. The cause of the user's experience was determined to be due to fluid invasion secondary to physical damage. An olympus endoscope support specialist has been dispatched to visit the user facility to provide in-service training on how to properly clean, handle, and inspect the device. This report is being submitted as a medical device report in an abundance of caution.